Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endoleak (type unknown) and infection were reported six years post-implant. All implanted products were explanted. It was also reported that the patient is very obese and multiple attempts were made to resolve the endoleak, including a direct puncture to the aorta and peripheral catheterization. No additional clinical sequelae were reported.

Event description:
Additional information was received. The patient was being followed at another facility, so the physician does not know when the endoleak began or what caused it. The physician clarified that the endoleak was a proximal type I. The physician also does not know when the infection developed or what might have caused it. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; cause is unknown); evaluation, conclusions: (insufficient information; cause is unknown), known inherent risk of a procedure (endoleak).